Event description:
Per received report: it was the first coil used for a splenic artery aneurysm. There was resistance felt when the coil was advanced through the microcatheter. After one loop was deployed in the aneurysm, it became hard to push the coil. To be safe, the coil was going to be removed from the microcatheter. However, resistance was encountered during withdrawal and unintended detachment occurred in the microcatheter. The entire system had to be withdrawn, as to retrieve the coil inside the microcatheter. Subsequent coils were used to complete the procedure with no problems. No pt injury reported.

Manufacturer narrative:
Upon product receipt, visual inspection was performed. Inspection revealed that the coil was returned severed from the device positioning unit (dpu). Two possible contributing factors were found that may have contributed to the complaint event. The major contributing factor most likely occurred when the sheath became embedded inside the v notch of the re sheathing tool. This produced the binding action that caused the hypotube to kink in multiple places, severed the re sheathing tool into two pieces, and caused the dpu to protrude outside the sheath, produced coil damage, and the mechanical detachment of the coil by severing the socket ring. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, "grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45 - degree angle to unlock the microcoil. Continue to pull the tab until an add'l 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger. The secondary, but less likely contributing factor would most likely have been due to interference inside the microcatheter. Although blood clots were found inside the introducer sheath, the exact source of this interference cannot be determined. It also cannot be determined if this interference was of a fixed or a detached nature. In addition, without the return of the excelsior 1018 microcatheter used in the procedure, it cannot be determined if it contributed to the complaint event.